Event description:
See initial report.

Manufacturer narrative:
The complained oxygenator was requested for investigation at livanova facility and it has not yet been returned. Photographic evidences provided confirmed the presence of floating unknown material inside the venous inlet tubing of the eos pmp oxygenator. Follow up information from the customer, confirmed the oxygenator has been primed for multiple days. Product IFU recommend minimizing the time the device is in contact with priming solution, and in any case not exceeding 24 hours priming. DHR review has not identified any relevant information possibly linked with reported issue. No further similar complaints have been recorded for noticed product lot, thus excluding a systematic issue. As the oxygenator could not be investigated, no specific root cause could be identified. However, based on the appearance of floating materials and considering the prolonged duration of priming phase, livanova believes the most probable explanation of the floating material is the precipitation of the salts dissolved in priming solution. In the case the unit will be returned to livanova, the floating material and the oxygenator will be investigated. If these findings would modify our preliminary conclusion, the present report will be updated. As per the above, no relationship between the complained event and any actual device-related malfunction could be assessed. Therefore, no specific corrective action has been deemed necessary. Livanova will keep monitoring the market for similar events. H3 other text : device not yet returned.

Manufacturer narrative:
The issue occurred prior to any patient involvement. The eos pmp oxygenator is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The item and the expiration date of the sterile finished product into which the oxygenator was assembled are yet unknown. The unique identifier (UDI) number of the sterile convenience pack is also yet unknown. The age of the device, calculated as the time elapsed between device sterilization of the sterile finished product into which the oxygenator was assembled and the date of event, is yet unknown. The involved eos pmp oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The standalone oxygenator (catalog number 050576) is also registered in the USA (510(k) number: k150489). The device manufacture date of the finished convenience pack into which the oxygenator was assembled is yet unknown. Sorin group italia manufactures the eos pmp oxygenator. The incident occurred in (B)(6). The involved device has been requested for return to sorin group italia for investigation, but it has not yet been received. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, during priming, debris was seen at the outlet of the eos oxygenator. The issue occurred prior to any patient involvement. Livanova has been informed that the circuit into which was assembled the oxygenator was set up and in priming for multiple days.